Event description:
It was reported that during an in-clinic follow-up, the physician was unable to interrogate the pulse generator with the programmer. The physician tried to apply a magnet over the device, but no response was visible through an electrocardiogram. The device was explanted and replaced. The patient was in good condition.